Event description:
It was reported that a (B)(6) patient was not treated by the lifevest during a treatable arrhythmia. Review of the patient's download data revealed that the patient's rhythm was sinus rhythm at 80 bpm. The rhythm then degraded to vt at 290 bpm degrading to vf with motion artifact/ CPR/motion artifact and electrode lead fall off. The rhythm then transitioned to sinus rhythm at 80 bpm with motion artifact and electrode lead fall off from approximately 23:19:41 until the device shutdown at 23:26:22 on (B)(6) 2021. Motion artifact/ CPR/motion artifact and electrode lead fall off prevented the lifevest from treating the patient during the event. It was reported that medical professionals delivered an external defibrillation to the patient. Reporting this event out of an abundance of caution as the allegation was made by a medical professional.

Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.